Event description:
Related manufacturer reference number: (B)(4). During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, but no abnormalities were revealed. The device was reprogrammed. Following reprogramming, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Insulation damage of the rv and ra leads were suspected, but was unable to be confirmed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of noise resulting in oversensing and insulation damage were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced to resolve the event.

Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced. Further intervention has not been performed at this time. The patient was stable and will continue to be monitored.